Manufacturer narrative:
The field service representative (fsr) inspected the analyzer, performed several troubleshooting procedures, and found the sample wash cup to be overfilling and not draining when flushing fluids. The fsr replaced the syringe assy and the sample pipettor wash cup, which resolved the issue. A review of the analyzer¿s service history identified no contributing factors to the current complaint. There have been no further customer reports of discrepant total b-hcg results since the current complaint. A review of tracking and trending did not reveal any trends for the syringe assy and the sample pipettor wash cup or the alinity I analyzer. Additionally, labeling was reviewed and found to be adequate. The alinity ci-series operations manual addresses troubleshooting of elevated concentration and erratic sample results. The alinity I service documentation contained adequate information for the troubleshooting, removal, and replacement of the assay syringe and the sample pipettor wash cup. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total b-hcg results generated on the alinity I processing module for one patient. No specific values were provided, however, sid (B)(6) generated positive results instead of negative results. There was no harm or impact to patient management reported. Through troubleshooting, a large amount of wash buffer was found around the sample wash cup. The sample wash cup was found to be overfilling and not draining when flushing fluids and the solenoid valve(s) were not functioning properly. The sample wash cup assembly was replaced. The was no direct contact between the wash buffer and the user. The splash was contained to the inside of the instrument far away from any user interaction. There was no impact to user safety. There was no harm or impact to patient management reported.